Manufacturer narrative:
Combination product: yes.

Event description:
Finding in vs2-vs4 pacing polarity a constant pacing impedance > 3000 ohms. The lv lead was explanted and a new lv lead was implanted, replacing the ICD at the same time to reduce future surgeries.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 12th of june 2025 and 6th of february 2026 recorded an initial lv pacing impedance of 800 ohms with a sudden increase to >3,000 ohms in september until the end of the recordings. No iegms provided for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.